Event description:
As reported by the edwards field clinical specialist (cs), during the transapical tavr procedure, the patient¿s ventricle was very sensitive and after the first pacing run the patient¿s blood pressure dropped below 50mmhg and bypass was initiated before pacing for valve deployment . The 23mm sapien valve was then deployed in an intended 60/40 aortic position. A post deployment echocardiogram showed the patient had a fair amount of central leak as well as a small amount of paravalvular leak (pvl). A second 23mm sapien valve was then implanted inside the first with a final result of trace ai. The patient was weaned off bypass and the access was closed in a normal fashion. The patient was noted to have left the or in stable condition. Per report, the patient¿s aortic valve had bulky calcification, the patient¿s aortic root was moderately calcified and the ejection fraction was preserved at 60%.

Manufacturer narrative:
Per the instructions for use (IFU), central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the reported central leak cannot be confirmed; however, it is possible that procedural (significant reduction of blood pressure during rapid pacing) and patient factors (ventricular bulky aortic valve / leaflet calcification) could have caused or contributed to the event. In addition, the physician team noted that it was possible that a native leaflet flipped over the sapien valve or the leaflet flipped over on itself contributing to the ai. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information provided by the hospital operative report indicated the first 23mm sapien valve had been placed in a 50:50 position across the aortic annulus under rapid pacing and lower flows on bypass. The post deployment echocardiogram (tee) showed a malcopating leaflet with severe central aortic regurgitation and mild pvl. Given these considerations, a second 23mm sapien valve was prepped and deployed in alignment with the previous sapien valve. Post deployment echo (tee) showed trivial central ai and mild pvl. An aortogram confirmed flow within the coronary arteries without evidence of aortic regurgitation. The patient had resuscitation with vasopressors and ultimately was weaned off cardiopulmonary bypass successfully. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the reported leaflet motion restricted in patient and subsequent central leak cannot be confirmed; however, it is possible that procedural (significant reduction of blood pressure during rapid pacing) and patient factors (ventricular bulky aortic valve / leaflet calcification) could have caused or contributed to the event. In addition, the physician team noted that it was possible that a native leaflet ¿flipped over¿ the sapien valve or the leaflet flipped over on itself contributing to the ai.